Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system was scheduled for an upgrade to a biventricular (biv) pacer, and right ventricular (rv) lead noise was noted. Review of remote monitoring data showed an increase in rv thresholds from 0.6v to 0.9v, and an increase in impedance measurements from 500s ohms range to 700s ohms range. It was determined that lead was accidentally left in unipolar sensing for a month and was resolved with reprogramming. The chronic rv lead remains in service., and this pacemaker was successfully explanted and upgraded to a crt-d system. No adverse patient effects were reported. Product return was requested; however, the pacemaker was retained by the explanting facility for testing.